Manufacturer narrative:
This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient who was in the emergency department and the doctor suspected a heart attack. The following results were provided: on (B)(6) 2025, sid (B)(6) initial result 702.3 ng/l, a new sample was obtained sid (B)(6) and the result was 0.1 ng/l. They repeated original sample sid (B)(6) and the result on the same analyzer was 1.6 ng/l and 2.4 ng/l on other analyzer (B)(6). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient who was in the emergency department and the doctor suspected a heart attack. The following results were provided: on (B)(6) 2025, sid (B)(6) initial result 702.3 ng/l, a new sample was obtained sid (B)(6) and the result was 0.1 ng/l. They repeated original sample sid (B)(6) and the result on the same analyzer was 1.6 ng/l and 2.4 ng/l on other analyzer (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. A review of tracking and trending did identify an increase in complaints for lot 69212ud00, however, an increase in complaint activity for list 08p13 was not identified. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using worldwide field data. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on all reviewed data, we conclude that there is no general issue with the alinity I stat high sensitive troponin-I reagent lot identified in this complaint. A malfunction was not identified, since the sample was clumpy/ cloudy which indicated poor quality of the sample. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.